Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed using a 31 mm watchman flx laa closure device with delivery system (wds) and a watchman truseal access system (was). After the closure device was implanted and the was removed from the right atrium, a mobile thrombus was observed on the threaded insert of the closure device. The patient was administered heparin in response to the thrombus. No patient complications were reported.